Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error issue has been completed. The impella automated controller was returned for investigation. The data analysis of the logs revealed from the complaint date that the console issued the purge disc not detected alarm (event set #402) several times. The complainant incorrectly reported the issue as a "controller error". No "controller errors" were present on the complaint date, or within the logs. Occurring on the complaint date of 7/1/22, imc logs reported several triggers of "purge disc not detected". The returned console was tested and the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer).the cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. The specific failure was reported as ¿"system self check failed, change console immediately" when it was turned on during a software update. There was no patient harm reported.